Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The device was recalibrated to address the issue. Based on all available evidence, an investigation determined that the reported complaint was due to a faulty/defective top case. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient harm or a serious injury reported as a result of this incident.